Event description:
Neurological problems and heart troubles. Pain in arms and face and numbness in face and back of hands. Frequency: 2 times a day. Event abated after use stopped: no. Event reappeared after reintroduction: yes.